Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a customer with supplemental information provided by a nurse in the USA of a breach in aseptic technique and peritonitis coincident with dianeal therapy. On an unreported date the patient began treatment with dianeal therapy (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy is ongoing. During a call with baxter home care services, the following was reported. On an unreported date, the patient experienced a breach in aseptic technique due to the home patient not wearing a mask which caused peritonitis. The hp was treated with vancomycin 1g every three days for two and a half weeks. The rn stated that the hp did go to the emergency room for the peritonitis, however he was released (untreated) and instructed to follow-up with his pd rn. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained. The patient is reportedly recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.